Event description:
A malfunction alarm identified as malf 12 occurred, and the customer did not report any notable events prior to the malfunction. It was unknown whether the issue caused the customer's blood glucose level to exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and the malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.